Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/apr/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, a cracked valve, and white particles in the shell. Leak test and microscopic analysis were performed, which identified a cracked valve. Based on the device analysis the final assessment was cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e.3, h.3.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.